Event description:
On 18-sep-2025, a customer contacted technical service to report that resident bed frame (product code p870d000007, serial number (B)(6)), had power cord damaged with copper wires exposed. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
The baxter technician found the power cord needed to be replaced. Per the baxter service manual, it is necessary for the resident ltc bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Check the power cord, plug, and wiring for cuts, nicks, or breaks. Make sure that the wiring is routed where it is not pinched. Replace if necessary. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in may 7, 2025. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the power cord to resolve the reported event. Based on this information, no further action is required.